Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at university hospital ulm, with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 790 mg/dl while wearing the pod between 37 and 48 hours. Symptoms reported include nausea and vomiting. The patient was treated with insulin administered via infusion, followed by insulin via pen. The patient was released on (B)(6) 2026 after a 3-day hospitalization. The pod was removed prior to hospitalization as it was not delivering insulin. No further information was provided.